Event description:
It was reported that the patient presented for a follow up in clinic with an atrial lead that exhibited high capture thresholds and p-wave amplitude variation. The lead was capped on (B)(6) 2022 and replaced. There were no patient consequences.